Event description:
Device 2 of 2. Reference MFR report: 1627487-2013-04902. During the procedure to replace the ipg, the physician noted there were high impedances on the leads during intraoperative testing. The physician attempted to clean the leads, but the issue persisted. It was reported the physician suspected fracture and the plan was to replace the leads at a future date. Reference MFR report: 1627487-2013-04776 regarding the ipg.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.